Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device suddenly shut down. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The device was evaluated by a philips rse, and it was determined that the power supply was faulty. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022.